Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic right hemicolectomy, while mobilizing the colon, the surgeon lost teleoperation of the bipolar fenestrated grasper (bfg). However, there was no error message on the screen, and the instrument appeared solid blue on the 3d monitor. One jaw of the bfg was missing, and the remaining attached jaw was positioned at nearly a 90-degree angle. The bedside staff reported hearing a noise suggestive of an internal collision between the bfg and another instrument. The bedside assistant used the instrument drive unit (idu) to withdraw the broken instrument to just below the port under visualization. The port was then undocked, and the blue instrument release tabs were pressed to detach the instrument. The detached instrument was withdrawn from the patient together with the port without issue. The jaw that had fallen into the patient¿s cavity was visualized and located using the endoscope. The broken instrument was replaced with a new, similar bipolar fenestrated grasper. The detached jaw was removed from the patient¿s cavity using a laparoscopic instrument by the bedside assistant. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported unknown hugo instrument. The unknown hugo instrument was not made available for this incident as it was discarded by the customer. Evaluation of the logs for the unknown hugo instrument indicated that no relevant error codes were noted. The logs are not able to specifically capture instrument collisions. The other two instruments connection to the system at the time of the collision were a monopolar curved shears attached to arm cart assembly 4 and a double fenestrated grasper attached to arm cart assembly 2. Evaluation of the unknown hugo instrument noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic right hemicolectomy, while mobilizing the colon, the surgeon lost teleoperation of the bipolar fenestrated grasper (bfg). However, there was no error message on the screen, and the instrument appeared solid blue on the 3d monitor. One jaw of the bfg was missing, and the remaining attached jaw was positioned at nearly a 90-degree angle. The bedside staff reported hearing a noise suggestive of an internal collision between the bfg and another instrument. The bedside assistant used the instrument drive unit (idu) to withdraw the broken instrument to just below the port under visualization. The port was then undocked, and the blue instrument release tabs were pressed to detach the instrument. The detached instrument was withdrawn from the patient together with the port without issue. The jaw that had fallen into the patient¿s cavity was visualized and located using the endoscope. The broken instrument was replaced with a new, similar bipolar fenestrated grasper. The detached jaw was removed from the patient¿s cavity using a laparoscopic instrument by the bedside assistant. There was no patient injury.